Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 (mg/dl) in the last week; however, customer could not provide a specific date. Reportedly, customer believed that bg level may have been related to an unspecified metabolic disease. Customer administered an insulin injection to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.